Manufacturer narrative:
Affected product was not returned to the manufacturer. However, photographs were provided and manufacturer was able to confirm the contamination of the product in its packaging. At this time, the investigation is ongoing, and no further information is available. Manufacturer reference file: (B)(4).

Event description:
Customer reported a foreign material, possibly a bug, was found inside the sealed and sterile package of a drape cover. No further information was provided. The date the issue was discovered is unknown and no patient incident or injury was reported.